Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator became infected. It was removed. The proximal extensions were cut and removed with the neurostimulator (reference mfg. Report # 3004209178201100729). The infection resolved. The surgeon planned on exposing the proximal ends of the leads, testing the leads and attaching them to a new extension if they were functioning properly. This was done. Impedances were tested from the new extension and implantable neurostimulator. Impedances were high out-of-range on all 8 electrodes. The patient felt no paresthesia. The extension was removed from the implantable neurostimulator and cleaned: the neurostimulator was aspirated. The high impedances/no stimulation persisted. The extension was connected to an external stimulator via a snap lid connector. Impedance testing and test stimulation was successful. The extension was again connected to the implantable neurostimulator and inserted into the 8-15 socket instead of the 0-7 socket. Again impedances were out of range and no test stimulation was achieved. The device had communicated normally with the physician programmer throughout these events. A new implantable neurostimulator was opened and connected. Test stimulation was successful. Additionally, 1 of the 2 existing leads moved out of position while connecting the new extension to them. Paresthesia was uncomfortable on the lead that had moved. This lead was not able to be used to provide therapy. Therapeutic, useful stimulation was programmed in recovery. There was no patient injury associated with these events. The hcp planned on adding another lead in the future.